Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the intestinal cutting and anastomosis operation, an endoscopic cutting stapler and a disposable reload was used however, the device could not be opened normally, and the intestinal cutting and anastomosis could not be completed. The patient's treatment time prolonged may cause harm to the patient's body function. They stopped using the device, contacted the supplier, and replaced the endoscopic cutting stapler and disposable reload to continue treatment.